Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having trouble with high blood glucose. Customer's blood glucose was 400 mg/dl last night before bed. Customer used the bolus wizard after and checked 419 boluses. Customer used a syringe and her blood glucose was normal at 98 mg/dl. Customer was advised that the high blood glucose was more than likely caused by a set/site issue. Troubleshooting was performed and the pump passed the high pressure test. Customer stated that the cannula was not bent or occluded. Customer was advised to do a complete set change. Customer was assisted with clearing the no delivery alarm and resetting the cannula amount to 0.7. Customer was advised to contact her doctor to double-check the settings and make sure that there are no site issues.